Manufacturer narrative:
Conclusion: it was reported that the valve was recaptured due to incomplete expansion of the valve due to calcium and fibrosis on the native leaflets. The same dcs and valve were re-inserted into the patient, and a rupture of the capsule was noted. The evolutr system instructions for use (IFU) instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components". A device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. There was a break observed near the proximal end of the capsule frame, confirming the reported event. There was no other evidence of damage observed on the subject dcs. No procedural images were received for review. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Additionally, the re-insertion of the dcs after it was removed from the patient, against the IFU, may have caused or contributed the capsule separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, there was no misload or resistance noted while loading the valve. During the implant of the valve, the delivery catheter system (dcs) was inserted into the left femoral artery without issue despite moderate tortuosity and calcification. The inline sheath was used. The dcs easily crossed the aortic valve and was properly aligned. Two deployment attempts were made, recaptures were needed as there was incomplete expansion of the valve due to calcium and fibrosis on the native leaflets. The dcs was withdrawn in order to perform a balloon aortic valvuloplasty (bav) with a 22 mm balloon. The same dcs and valve were re-inserted into the patient using a 20 fr external sheath and advanced to the valve plane. At this time, a rupture of the capsule was noted. The valve was unable to be released and the deployment knob did not work. Per the physician, there was no resistance felt during the procedure and no tension noted on the system. Subsequently, a second valve and dcs were used to successfully complete the implant. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the fully closed dcs capsule and with the end cap/screw gear snap fit connected. The dcs handle was intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to the full advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The capsule, which contained the valve, could not be removed from the dcs. Therefore, analysis of the valve could not be performed. Conclusion: investigation of the dcs is pending. If information is provided in the future, a supplemental report will be issued.